Event description:
Boston scientific received information that patient showed twiddler's syndrome. The right ventricular (rv) lead had slight fracture. Insulation was worn away near the suture sleeve. X-ray showed that conductor is not completely intact but there were no electrical issues. The lead was dislodged. Physician implanted entirely new single chamber system on left subpectoral area. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.